Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was not duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the lcd panel for numerical display did not function properly. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.